Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device locking knob was in the wrong position. It was determined that the locking knob stop pin came out which caused the locking knob to be in the wrong position which prevented the handpiece from being plugged in. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage caused by user error by dropping or hitting the device against something which knocked the stop pin out. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor device would not plug into the foot control device. There were no delays to the planned surgical procedure as a spare identical device was available for use. The surgery was completed successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.